Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4), (B)(6). It was reported that on 4 june 2022, a 20mm amplatzer amulet left atrial appendage (laa) occluder was successfully implanted using a 14f amplatzer steerable delivery sheath. The delivery system access site was the right femoral vein. The interatrial septum was crossed during procedure. Left atrial appendage was measured using 2d echocardiography. The laa orifice width at widest point was 19mm, laa depth was 15mm, landing zone at widest point was 16mm, and landing zone at narrowest point was 13mm. Heparin was administered during procedure. Patient's activated clotting time (act) was 509 seconds. There were no intraprocedural adverse events reported. On 1 august 2022, the patient complained of exertional dyspnea and chest tightness. A transthoracic echocardiogram (tte) was performed which showed a pericardial effusion, width of 5mm. Patient's international normalized ratio (inr) was 1.05. Patient was prescribed glucocorticoids.

Manufacturer narrative:
An event of pericardial effusion two months after device implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There were no complaints associated with any other devices from the lot. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6) it was reported that on (B)(6) 2022, a 20mm amplatzer amulet left atrial appendage (laa) occluder was successfully implanted using a 14f amplatzer steerable delivery sheath. The delivery system access site was the right femoral vein. The interatrial septum was crossed during procedure. Left atrial appendage was measured using 2d echocardiography. The laa orifice width at widest point was 19mm, laa depth was 15mm, landing zone at widest point was 16mm, and landing zone at narrowest point was 13mm. Heparin was administered during procedure. Patient's activated clotting time (act) was 509 seconds. There were no intraprocedural adverse events reported. On 1 august 2022, the patient complained of exertional dyspnea and chest tightness. A transthoracic echocardiogram (tte) was performed which showed a pericardial effusion, width of 5mm. Patient's international normalized ratio (inr) was 1.05. Patient was prescribed glucocorticoids. Subsequent to the previously filed report, additional information was received that a follow up transesophageal echocardiogram (tee) performed on 7 september 2022 which showed that the pericardial effusion had significantly regressed from compared to previously seen on 8 august 2022, and only trace to very small amount of pericardial effusion was seen. The patient's glucocorticoids were discontinued. This event was resolved on 7 september 2022.